Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va014tw, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
(B)(6) 2015 (B)(4) (con): the patient reported that her device was not lasting as long. The patient reported that the therapy worked but did not like to have surgery so often even if it was a minor surgery, as she was a cancer survivor and also diabetic. It was suggested to the patient to contact their healthcare professional (hcp) to check if longevity estimate was performed at replacement and if not, set up an appointment with the rep to check parameters and can perform longevity estimate. The patient worked with the company representative for programming. The patient also had an implantable neurostimulator (ins) replacement on (B)(6) 2015. There were no patient symptoms reported. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome regarding the event was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.